Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "patient's knee was unstable so surgeon removed the 11mm poly and implanted a 19mm."